Manufacturer narrative:
The technician removed the hydraulic valve and noticed it had developed some moisture which was causing the valve to stick. The technician cleaned the piston and spring assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged the head of the bed would not rise. No patient impact.